Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and undersensing of noise resulting in an inappropriate shock. Additional information includes confirmation that this device system delivered another inappropriate shock to the patient resulting in hospitalization. This device remains implanted. No additional adverse patient effects were reported.